Event description:
Additional information was received indicating that another red alert was detected for high out-of-range (oor) pacing impedance measurement. This has been an ongoing issue. The patient will be having a lead revision but the date has not yet been determined. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. Once additional information is available, this report will be updated.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited increased threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) discussed considering lead replacement. All other lead diagnostics were noted to be stable and acceptable. The patient was not pacemaker dependent. A lead revision procedure was planned for a date in the future. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received indicating that the system exhibited pacing inhibition and loss of capture (loc) however there was not greater than 2 seconds of asystole. A revision procedure was performed and during which the physician noted an occlusion and decided to abandon the system. Another system was implanted on the right side. There were good testing results with the new system so the device was explanted while this lead was surgically abandoned. There was no conclusive evidence on what cause the out-of-range (oor) measurement and the loc. No additional adverse patient effects were reported.